Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a common bile duct stone removal procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the proximal section of the outer sheath was kinked and the basket failed to open. No other device damage was visible. Prior to this issue, the device was used to remove multiple stones, and the basket was able to fully open. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side-car push-back and sheath torn.

Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6). (B)(4), (side-car pushback). A visual examination found residue on the returned device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back and the sheath was found to be buckled in multiple areas and was torn at the heat shrink. Functionally, the basket failed to extend due to the heavy residue. However, after manually extending, the basket was able to be actuated. When extended, the wires were found to be slightly bent and covered with residue. The condition of the returned incident device was consistent with the complaint that the basket won't open and the sheath was kinked. However, the evaluation additionally found that guidewire lumen (side-car) presented push-back and that the sheath was torn. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).